Event description:
Procedure type: lap rectum resection. According to the reporter: the rectum was resected with a linear stapler. When applying the instrument for the anastomosis, the handle could not be fully squeezed, and staples did not form properly, but the tissue was cut. A new instrument of smaller diameter was used to complete the procedure. No bleeding or tissue damage was reported. No further patient information was disclosed.